Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event and confirmed the leak. The fse observed hgb vote outs and hgb voltage fluctuating. The fse also found that the wbc bath was cracked at the top diluent port allowing diluent to leak onto the hgb lamp assembly. The fse replaced the hgb photodiode assembly, hgb lenses, hgb light filter, hgb lamp, and wbc bath. The fse confirmed that there was no indication that erroneous results were reported. The crack in the top of the diluent port did not appear to affect the wbc results. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a small volume leak contained within the coulter ac*t diff 2 hematology analyzer, which leaked onto the hemoglobin (hgb) lamp assembly causing hgb voltage errors every few samples. The customer ran start ups to normalize the hgb lamp, but noticed it would fluctuate after every startup and had to adjust the lamp output. The customer indicated that the leak came from the top of the diluent port of white blood cell (wbc) bath onto the hgb lamp assembly. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. It is unknown if the laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.